Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yeoh sc, wu wt, peng ch, yao tk, chang cm, liu kl, yu tc, chen ih, wang jh, yeh kt. Femoral neck system versus multiple cannulated screws for the fixation of pauwels classification type ii femoral neck fractures in older female patients with low bone mass. Bmc musculoskelet disord. 2024 jan 13;25(1):62. Doi: 10.1186/s12891-024-07179-6. Pmid: 38218794; pmcid: pmc10787435. Objective/methods/study data: the aim of this retrospective cohort study was to compare the clinical outcomes of 2 surgical techniques: the femoral neck system (fns) and cannulated compression screws (ccss). Between january 2020 and june 2022, a total of 40 women (average age was 73.50±11.55 years) were included in the study. These patients were categorized into fns group (n=12) who were treated using the fns (depuy-synthes, zuchwil, switzerland) and ccs group (n=28) who were treated using the 3 or 4 cannulated compression screws. The man follow-up was unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes fns. Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 8): (n=3) nonunion/malunion. (N=2) hardware failure. (N=1) osteonecrosis. (N=2) underwent revision. Adverse event(s) and provided interventions possibly associated with unk - nail head elements (qty 1): case 2 (a woman aged 74 years): implant cutout; the implant was subsequently removed, and bipolar hemiarthroplasty was performed. Malunion and shortening of the femoral neck were noted during the operation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.